Event description:
At the end of a pulmonary vein isolation procedure the pt suffered hypotension and asystole. Reanimation was without success. Post mortem examination showed a perforation at the base of the left atrial appendix. The doctor did not immediately report this 2003 incident to biosense webster because he concluded that the adverse event was not product related.